Event description:
A unknown size s7 stent delivery system was inserted in an attempt to direct stent to a lesion in the right coronary artery. It was not possible for the stent to cross the calcified target lesion therefore it was removed. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon. The stent was subsequently snared and removed from the pt. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported. The calcification and no pre-dilatation of the lesion likely contributed to the stent not crossing the lesion. It was reported that the instructions for removal of an undeployed stent were not followed, which likely contributed to the stent dislodgement.